Manufacturer narrative:
Additional information provided by the edwards lifesciences territory manager: the iliac artery dissection was repaired with a viabahn 7.5x5cm stent. Post procedure the patient was stable, recovering in ICU. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, per report, the access site diameter was 7.2 mm with mild vessel tortuosity. It is likely that the patient's borderline vessel size for a 22f sheath in combination with vessel calcification and/or tortuosity not appreciable on imaging caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.

Event description:
As reported by the edwards territory manager, during a transfemoral tavr procedure an external iliac artery dissection occurred upon removal of the 22fr sheath. The patient's access vessel minimum luminal diameter was reported to measure 7.2mm with mild vessel tortuosity.

Manufacturer narrative:
Investigation of this event is ongoing.